Event description:
Reporting status: serious injury/hospitalization medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that patient under-went a none clinically driven target revascularization for in stent restenosis, without angina. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Restenosis, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. It is likely that the hospitalization is a secondary effect of the restenosis. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.